Manufacturer narrative:
Add'l info will be submitted within 30 days upon receipt.

Event description:
During coil embolization of the dural arterial-venous malfunction (avm), the coil delivery wire was cut off. An agility 10 soft gw & prowler 14 microcatheter were used. There was no report of pt injury.